Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient had painful duracon ps knee. Once opened, the femur and baseplate were loose and the screw had backed out of the poly.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding loosening involving a duracon mono stab fem med rt n was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Patient had painful duracon ps knee. Once opened, the femur and baseplate were loose and the screw had backed out of the poly.